Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient sustained a trauma to the abutment and implant resulting in fixture loss in december 2013 (specific date not reported). Reimplantation is planned but has not taken place as of the date of this report, (B)(6) 2014.